Event description:
End user reported that the seat on her 9630-4 commode was unstable causing her to fall forward. Life alert was called to assist. Her left leg allegedly slid underneath her power chair causing a severe sprain and bruising on the arm, no broken bones per x-rays. User went to a rehab facility to recuperate after incident. User receives therapy sometimes twice a day, ultrasound, massage and occupational therapy on arms.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.